Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) safesite injection sites were returned for evaluation. Cavity number 27f was returned unused in unopened packaging. Cavity number 60f and 15f were returned used without packaging. One (1) syringe from terumo and two (2) male luer lock adapters from baxter were also returned. The samples were visually inspected and no defects were noted. The samples were then tested for leakage per specification with passing results. No defects were identified. The exact root cause of the reported defect could not be determined. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) additional safsite injection sites were returned. In addition, one (1) luer slip syringe from terumo and two male luer lock adapter from baxter were also returned with this complaint. A baxter set was also returned for evaluation. The samples were visually inspected per specification and no defects were noted. The luer taper, occlusion, weepage, flow and pressure tests were then performed per specification with passing results. A hydrostatic pressure of 30 psi was applied to the male luer of the safsite valve and the returned luer slip syringe was connected to the female end. It was noted that when the luer slip syringe was disconnected from the valve, a drop of fluid remained at the entrance of the valve. The same procedure was then carried out with a luer lock syringe and no remaining drops were noted. In order to replicate the reported event, the female luer of the safsite valve was connected to the returned baxter IV set and the male luer was connected to the hydrostatic pressure source at 10 psi. The IV set was also connected to a bag of 0.9% nacl. The roller clamp was disengaged on the set allowing fluid to flow to the valve while the hydrostatic pressure was still being applied to the male luer of the valve. The flow of the IV set was stopped by engaging the roller clamp and the set was disconnected from the safsite valve. No backflow was noted. Testing was conducted to replicate the reported defect. All results met specification and the defect is not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). At this time it is unknown if the device involved will be available for evaluation. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that when the IV therapy was disconnected to the safesite valve, the valve did not close properly allowing blood to leak through the valve. No injury reported.